Event description:
It was reported that the user experienced low glucose episodes after meals while using the ilet system and sought guidance on lowering the cgm target per her clinician¿s recommendation; customer care provided education on timely meal announcements to avoid insulin stacking and post-meal lows. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose with return to range and no reported medical intervention or hospitalization. Investigation included troubleshooting and user education regarding meal announcement timing and correction behavior. Investigation of this case revealed that the precise cause of the lows remained unclear, though delayed meal announcements and subsequent correction boluses were plausible contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.